Event description:
The patient presented to an emergency room with mild signs of withdrawal "mostly consisting of increased tone." The patient was also sick with a cold, so the physician was not overly concerned about the increased symptoms. A dye study and post CT myelogram was done and it noted that the study did not reveal any "major holes, tears, etc.;" however the physician indicated that the patient's catheter had migrated "over the top of the pump leaving the potential for damage during refills, and the possibility of a hole in the catheter that was on the anterior portion of the pump. No rotor study was performed. The patient was admitted to the hospital and a revision surgery was scheduled. The patient's catheter was revised/replaced on (B)(6) 2012. Upon accessing the pump, the physician did disconnect the catheter, and found good csf (cerebrospinal fluid) return. When aspirating the catheter, he did note some air bubbles, which "could potentially indicate tiny holes somewhere along the catheter." To be safe, the physician replaced the anterior portion of the catheter. After adding a new proximal piece the catheter aspiration was described as being "smooth," and no air bubbles formed. It was further noted that they could not see any holes in the explanted portion of the catheter; however analysis of the catheter piece was requested. Since the surgery the patient had "responded well," and was sent home on (B)(6) 2012. It was also indicated that the patient was without injury, and had recovered without sequela. It was later reported that on (B)(6) 2012 patient experienced increased spasticity after returning home from ER. The patient was sleeping poorly and was unable to pass urine. It was also noted the patient fell out of bed and landed on a pillow. The event severity was reported as severe and life threatening situation. It was further added that an x-ray was performed on (B)(6) 2012; there was no evidence of kink or discontinuity of the catheter. A CT scan with/without contrast was performed on (B)(6) 2012; the tubing appeared intact without disruption or leakage. Regarding the catheter, a possible kink was noted.

Manufacturer narrative:
Concomitant medical products: catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012; catheter model 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk.

Event description:
It was reported the pump was delivering lioresal.

Manufacturer narrative:
Analysis of the returned catheter and sutureless connector segment revealed coring in the cup of the connector; a bend in the segment near the connector was noted. Pressure testing showed a leak in the area of the sc connector indicating separation had occurred between the catheter seal and the sc cup material.

Manufacturer narrative:
(B)(4).